Event description:
Dealer advised unit will not turn on and through troubleshooting found bearing bad in the compressor. Dealer advised had some other units where compressor went bad while advising of this issue. Dealer could not provide any further information, (B)(4).